Manufacturer narrative:
Clarification: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Allergan is unable to confirm with the healthcare professional; therefore, additional event, product, or patient details are not attainable. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The event of sinus infection, deemed not device related is considered an unexpected adverse drug experience.

Event description:
Patient reported being injected with juvéderm® voluma¿ xc and experienced ¿swelling¿ a month later. They were treated with antibiotics and steroids, but the swelling reoccurring as soon as the patient discontinued steroids. The filler was then dissolved, but the ¿left side of the face has changed since.¿ the patient reported that they ¿definitely had an infection (sinus infection)," deemed not related to the device, and ended up going to the hospital.